Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new battery. Customer¿s blood glucose was unknown at the time of incident. Customer also reported that insulin pump had scratches on the screen and sensors grinding noise only when pump was rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed a21 error test rewind and displacement test. No unexpected rewind/noise anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Unit was programmed with test mini link and the glucose sensor simulator. The sensor feature working properly. No unexpected weak sensor alarm anomaly noted. Pump received with minor scratched lcd window. (B)(4).